Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (50.0 mg/ml at 9.483 mg/day), bupivacaine (10.0 mg/ml at 1.897 mg/day), and baclofen (800.0 mcg/ml at 151.73 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On 28-jun-2016 it was reported that the hcp (healthcare professional) would no longer refill the patient¿s pump because the patient had had an unrelated spinal surgery. The patient was seeing a pain management physician who did not manage the pump. That hcp felt the baclofen in the pump was ¿3x as much as what he should have in the pump¿. The hcp decreased the pump 5% and now the patient was ¿hurting so bad¿. The patient¿s symptoms had come on suddenly. The patient had opted to quit using the ptm (personal therapy manager) too. This had all occurred 3 months ago at his last refill and he had been searching for a doctor ever since. The patient stated that the doctor was no longer refilling pumps and that a home infusion company came to the doctor¿s office to do refills. The hcp¿s plan was to turn the pump down and then off in 3 weeks. He was meeting with the hcp on (B)(6) 2016 to try and get the hcp to refill the pump. The pump was due to be refilled on (B)(6) 2016. Additional information was received on 13-jul-2016 from an hcp and it was noted that ¿the baclofen was not too high¿. The cause of the baclofen being too high was noted as ¿not applicable¿. With regards to the resolution of the patient¿s pain it was noted that the patient¿s pain was not resolved and that was why he had an intrathecal pump.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.